Event description:
The customer reported that quality control results shifted low on their coulter hmx hematology analyzer. A reproducibility test using controls showed control results trending low on all parameters. Patient specimens were not run therefore, sample results were not affected by this event. Actual control results were not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer identified a small amount of fluid remained in the needle vent path after rinse due to lack of vacuum at the vacuum vent chamber vc4 which diluted the controls. The fse rebuilt the vent assembly. Upon completion of the necessary repairs the instrument was returned back into operation there was no actual leak. The fluid seen was in the needle vent path where it normally would be evacuated during the vacuum cycle. There was no healthcare worker chemical or biohazard exposure. All healthcare workers utilized personal protective equipment in the form or lab coats and gloves while interfacing with the instrument. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility the failure mode of this event was a compromised needle vent assembly which allowed fluid to remain in the needle vent path after evacuation causing sample dilution. This failure mode has the potential to cause discrepant results upon rerun for all parameters due to sample dilution. (B)(4).